Manufacturer narrative:
Information regarding sheath model number was not provided, therefore the following information is being provided: [edwards expandable introducer sheath set, p130009] and [edwards expandable introducer sheath set, p140031]. :investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, during the removal of the expandable sheath, the patient had a ¿vascular complication with major bleeding¿.

Manufacturer narrative:
Additional information: additional information provided indicated that post deployment of the sapien 3 valve in the aortic position and upon withdrawal of the esheath, the esheath was split at the level of the expandable portion which led to ¿seriously massive/life-threatening¿ bleeding¿. The esheath was removed by compressing without having the time to proceed with the cross-over balloon occlusion technique. Two perclose devices were used to close the vessel. The patient¿s minimum luminal diameter measured 6.2mm. The vessel had mild tortuosity and mild-moderate calcification. Investigation is ongoing.

Manufacturer narrative:
Additional information: the expandable sheath was not returned to edwards lifesciences for evaluation as it was discarded. Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. Sheath liner tears have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. Relevant complaint data and the summary of the associated engineering evaluations of returned devices performed from january 2015 to december 2016 are aggregated in this technical summary. Liner tears can occur at some point during expansion of the esheath either during insertion or retrieval of a delivery system or balloon catheter. The length of the liner tear can vary, with lengths spanning small portions of the sheath shaft or across the entire length. This technical summary outlines the current mitigations during the manufacturing process (i.e. Visual inspections and functional evaluations) and in the instructions for use (IFU) and training documents. Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance. As part of the technical summary, manufacturing mitigations were reviewed. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. As a part of pv testing, an expander is inserted through the sheath to confirm that the liner expands as designed. Pre- and post-expansion testing, the sheath shaft liner is visually inspected for physical defects and damage, including for torn liner. Furthermore, if a torn liner is observed during pv testing, the entire lot is scrapped. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. Device ifus and physician training documentation were also reviewed. Edwards provides training manuals and instructions for use for each delivery system and esheath which include procedures for the esheath device preparation and usage. Based upon the detailed IFU and training manuals that are provided to physicians there are no IFU/training manual deficiencies, as the documents contained procedures for proper patient assessment and device preparation/usage. A total of 181 patient complaint events for sheath liner tear were identified. · 174 devices showed no evidence of a manufacturing non-conformance. · 7 complaints were related to improper shaft expansion or shaft stretching and were thus not considered to be within the scope of the technical summary. · scratches or kinks were present in a majority of cases, which are indicative of access vessel calcification, tortuosity, device manipulation, and challenging insertion angles. These factors may lead to damage / weakening of the liner and, subsequently, a tear. O 142 of 174 complaints (82%) exhibited at least two of the contributing patient factors: scratches, kinks, balloon catheter burst or tear, access vessel calcification or access vessel tortuosity o scratches/kinks: 51/174 occurrences, or a rate of 29.3% o calcification/scratches/kinks: 24/174 occurrences, or a rate of 13.8% o calcification/scratches/kinks/tortuosity: 18/174 occurrences, or a rate of 10.3% based on the detailed analysis outlined in the technical summary, available evidence supports that, for complaints reporting a liner tear, there are sufficient manufacturing and procedural mitigations in place, and the tears are most likely the result of patient or procedural factors (exhibiting at least one of the factors: scratches, kinks, balloon catheter burst or tear, access vessel calcification, or access vessel tortuosity) when the sheath shaft has been confirmed to have expanded as designed. The minimum required vessel diameter for a 16 fr sheath is 6.0mm and the patient¿s mld measured 6.2mm. In this case, the cause of the liner tear is unknown. There was no allegation or indication a device malfunction contributed to this adverse event. Patient factors (mild calcification and mild tortuosity) and procedural factors (device manipulation) likely contributed to the liner tear. The cause of the bleed was due to the liner tear. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information/correction: the esheath and imaging were returned to edwards for evaluation. The imaging provided confirmed there was tortuosity present in the patient anatomy. The returned device was visually inspected for any abnormalities and the following were observed: slight distal tip damage, scratches on the sheath shaft, slight distal tip damage and a liner torn was observed on the entire length of sheath shaft. No functional testing was able to be performed due to the condition of the returned device (sheath shaft liner torn). During dimensional testing, the liner thickness was measured along the length of tear. Thicknesses deviating from the specification could contribute to liner tears and/or be indicative of a manufacturing non-conformance. The liner thickness was found to be within specification. The occurrence rate did not exceed the february 2018 control limits for the applicable trend category. The complaint of sheath shaft liner torn was confirmed, but no product non-conformances of IFU/labeling inadequacies were identified in the returned device.  Per report, the patient has mild-to-moderate vessel calcification and mild vessel tortuosity. Additionally, the sheath shaft was observed to be scratched and the distal tip was slightly damaged (indicating access vessel calcification). Available information supports that patient/procedural factors likely led to the reported event and there is no evidence of device malfunction or manufacturing nonconformance. Sheath liner tears have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. Relevant complaint data and the summary of the associated engineering evaluations of returned devices performed from january 2015 to december 2016 are aggregated in this technical summary. Liner tears can occur at some point during expansion of the esheath either during insertion or retrieval of a delivery system or balloon catheter. The length of the liner tear can vary, with lengths spanning small portions of the sheath shaft or across the entire length. This technical summary outlines the current mitigations during the manufacturing process (i.e. Visual inspections and functional evaluations) and in the instructions for use (IFU) and training documents. Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance. As part of the technical summary, manufacturing mitigations were reviewed. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. As a part of pv testing, an expander is inserted through the sheath to confirm that the liner expands as designed. Pre- and post-expansion testing, the sheath shaft liner is visually inspected for physical defects and damage, including for torn liner. Furthermore, if a torn liner is observed during pv testing, the entire lot is scrapped. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. Device ifus and physician training documentation were also reviewed. Edwards provides training manuals and instructions for use for each delivery system and esheath which include procedures for the esheath device preparation and usage. Based upon the detailed IFU and training manuals that are provided to physicians there are no IFU/training manual deficiencies, as the documents contained procedures for proper patient assessment and device preparation/usage. A total of 181 patient complaint events for sheath liner tear were identified. 174 devices showed no evidence of a manufacturing non-conformance. 7 complaints were related to improper shaft expansion or shaft stretching and were thus not considered to be within the scope of the technical summary. Scratches or kinks were present in a majority of cases, which are indicative of access vessel calcification, tortuosity, device manipulation, and challenging insertion angles. These factors may lead to damage / weakening of the liner and, subsequently, a tear. O 142 of 174 complaints (82%) exhibited at least two of the contributing patient factors: scratches, kinks, balloon catheter burst or tear, access vessel calcification or access vessel tortuosity o   scratches/kinks: 51/174 occurrences, or a rate of 29.3% o   calcification/scratches/kinks: 24/174 occurrences, or a rate of 13.8% o calcification/scratches/kinks/tortuosity: 18/174 occurrences, or a rate of 10.3% based on the detailed analysis outlined in the technical summary, available evidence supports that, for complaints reporting a liner tear, there are sufficient manufacturing and procedural mitigations in place, and the tears are most likely the result of patient or procedural factors (exhibiting at least one of the factors:  scratches, kinks, balloon catheter burst or tear, access vessel calcification, or access vessel tortuosity) when the sheath shaft has been confirmed to have expanded as designed. Catheter site bleeding is blood from the arteriotomy around the catheter (sheath). Access related bleeding complications can be related to insertion techniques, device manipulation, anticoagulation, hypertension, fragile tissue, or a damaged sheath. In this case, the available information suggests that patient factors (access vessel mild-moderate calcification and mild tortuosity) and procedural factors (device manipulation) likely contributed to the liner tear. The cause of the bleed was due to the liner tear. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.